Event description:
Premature infant with PICC cultured staphylococcus epidermidis(staph epi). The stopcock set packages examined and appear to have stain contamination.======================manufacturer response for stopcock set, 62" ultra-microbore stopcock set (per site reporter).======================manufacturer picked up all stop-cock sets of this lot# and replaced.